Event description:
It was reported that a spectrum pump falsely displayed the air in line alarm. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was not reproduced due to constant reload set message observed during eval caused by a failed upstream sensor. The reported symptom was confirmed through a review of the device event history log. The confirmed alarm was found to be caused by a failed upstream sensor. The upstream sensor was replaced.